Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient underwent a pocket revision on (B)(6) 2022 due to seroma. Reportedly, the ipg pocket was cleaned thoroughly and the ipg was reimplanted to addressing the issue.

Manufacturer narrative:
G3 - date received by manufacturer should have been 07sep2022 instead of 08sep2022 in the initial report.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.